Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The nurse sustained a contaminated needle stick from a used safety device after trying to engage the safety shield. Patient was (B)(6). Post exposure lab tests were drawn.

Manufacturer narrative:
Results: (B)(4) sets of retained samples for wingsets of the lot concerned were visually inspected. No abnormality such as damage or molding defect on safety shields, which could be related to the reported event, were found. For each actuation of safety shield of the lot concerned, (B)(4) sets were checked and no problem was found on the breakaway force, sustaining force or security force. Manufacturing and inspection records of the lot concerned were reviewed and no abnormality was found. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode.

Manufacturer narrative:
Additional information: describe event or problem: the safety shield came off when engaging. Brand name: 23gx 0.75 in ndlx12 in tubing bd safety-lok blood collection set with luer adapter. In the report, bd corporate headquarters in (B)(4) has been listed as the manufacturing site of this device; the actual manufacturing site (B)(6) is an OEM. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6b1421.

Event description:
Additional information: the safety shield came off when engaging.